Event description:
It was reported that the patient experienced syncope. Unfortunately the patient had no follow-up since the implantation in 2010. The device was explanted and replaced. The implant date was not provided but its believed the device was implanted approximately 101 months.

Manufacturer narrative:
The pacemaker was implanted for approximately 101 months. Upon receipt, the pacemaker was visually inspected revealing burn marks on the pacemaker housing most likely resulting from a surgery tool. At a next step the pacemaker was subjected to an electrical incoming inspection. An interrogation of the pacemaker was not properly feasible. However, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. A reset was performed to conceivably resume the interrogation functionality, but without success. Therefore, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and the battery was found to be depleted but not defective. At a next step the electronic module was attached to an external power supply. Subsequently an interrogation of the device was properly feasible and the anti-bradycardia therapy functions proved to be within specification. The memory content of the device was not restorable due to the battery depletion. Therefore, the parameters programmed while implanted and in service were not determinable. It was reported that the last follow-up had been performed in the year 2010. However, the amount of charge taken from the battery was verified. After implantation duration of approximately 101 months, the battery condition was anticipated. In summary, the battery of the pacemaker was found to be depleted. The electronic module was attached to an external power supply and the device was proved to be within specification. The analysis of the pacemaker revealed no indications of a material or manufacturing problem.